Manufacturer narrative:
The two replaced segments of the percutaneous lead (lead) were returned for evaluation. The evaluation of the returned percutaneous lead segment from the first lead repair performed on (B)(6) 2017 confirmed an issue that could have resulted in an interruption in pump function. In addition, the report of pump stoppage and low speed events following the first lead repair was confirmed through the evaluation of the submitted log files; however, the evaluation of the returned lead segment from the second lead repair performed on (B)(6) 2017 did not confirm an issue that would have contributed to the events. It was reported that a cosmetic distal end percutaneous lead repair was performed on (B)(6) 2017 per physician request. The replaced portion of the lead was returned in a segment measuring approximately 14 inches. The entire length of the lead was covered with rescue tape. The outer layers of the lead were severed approximately 12 inches from the metal connector. Visual inspection of the underlying wires revealed breaches in the insulation of the green wire approximately 3 inches from the metal connector, the yellow wire approximately 4.5, 6.5, and 10 inches from the metal connector, the red wire approximately 7 inches from the metal connector, and the brown wire approximately 10 inches from the metal connector. The damage appeared consistent with repetitive flexing and abrasion against the metal braided shield and resulted in exposed inner conductors. If the exposed inner conductors of any of the wires made contact with the metal braided shield while connected to a tethered power source, such as the power module, the resulting electrical short to ground could have resulted in an interruption in pump function. If the exposed inner conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in an interruption in pump function while operating on any power source. The account reported that alarms were noted after the lead repair while connected to the power module. The submitted system controller log file captured several pump stoppage and low speed advisory/hazard events on (B)(6) 2017. These events occurred while the system controller was connected to a power module, and associated low flow hazard alarms were captured during the events. A distal end percutaneous lead repair was performed on 02dec2017 and the replaced portion of the lead was returned in a segment measuring approximately 23 inches. The previous percutaneous lead repair was observed approximately 16 through 20 inches from the metal connector. The outer layers were severed approximately 20.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the lead segment did not reveal any areas of compromised wire insulation that would have contributed to the events following the first lead repair. The account reported that the patient was discharged home on an ungrounded patient cable. The patient remains ongoing on pump support and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - (B)(4). The patient remains ongoing with the lvad support. However, the two replaced sections of the percutaneous lead were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the customer requested a cosmetic repair of the patient¿s driveline due to tears in the silastic jacket and it being twisted. No clinical symptoms were reported. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. Post repair, the customer reported that the patient¿s vad system alarmed when connected to a power module. The manufacturer¿s technical services representative reviewed the submitted the log file and observed multiple low speed and low flow alarms. This type of behavior has been linked to potential issues with the driveline. On (B)(6) 2017, an additional driveline replacement was performed. After the repair, the patient was connected to a normal patient cable and monitored overnight in the hospital. No additional alarms occurred, but the implanting center decided to send the patient home on an ungrounded patient cable as a precautionary measure. No additional information was provided.